Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to temporarily charge the pump using a secondary usb cable; however, the issue persisted and the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.